Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Implant date - in 2007. (B)(6). There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, " material sensitivity reactions." Number 28 states, "pain, swelling, or the onset of a limp may occur, requiring further evaluation from an orthopedic surgeon." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same patient (reference 3002806535-2016-00030 / 00031 & 00037 / 00038).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty in 2007 and a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported a right hip revision procedure was performed on (B)(6) 2011 due to metallosis and patient allegations of audible noise, grinding and tapping sounds from the joint. Legal counsel for patient reported patient allegations of swelling in the left hip; however, no revision procedure has been reported to date for the left side. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.